Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and found that the live monitor was not switching on. The fse diagnosed the system and found that instead of the receiver, transmitter was used. The fse replaced the transmitter with receiver to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that live monitor was not switching on. No harm has been reported tp philips. A philips field service engineer (fse) inspected the system onsite and exchanged the receiver for the transmitter as these were switched. The device was returned to use in good working order.